Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected weak battery alarms, off no power alarms or failed battery test alarms were noted. However, a slightly corroded battery tube was noted. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had an issue with the battery of the insulin pump. Customer's blood glucose level was 70 mg/dl. The alarm history was reviewed and it was found that the pump had a failed battery test yesterday and a weak battery alarm today. Troubleshooting was performed and it was found that the insulin pump will need to be replaced. Customer also received the replacement battery cap yesterday. Customer's blood glucose level was 200 mg/dl when battery cap was first reported a few days ago on (B)(6) 2014. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.